Event description:
During a coronary artery drug eluting stenting treatment procedure, the shaft fractured. The target lesion was a moderately tortuous bifurcation of the left anterior descending (lad) and the 1st diagonal (diag) coronary arteries. The physician successfully treated the 1st diag. With predilation and deployed a taxus express2 drug eluting stent of unknown size. Then the physician predilated the lad and placed a 2.5x20mm taxus express2 using the crushing techinque against the wall of the lad. During withdrawal, the shaft fractured inside the guide catheter and the balloon was snared out of the guide catheter. The vessels were post dilated and the procedure was completed. The pt condition was rpeorted as ok.